Event description:
On 07/01/1997, the manufacturer received a letter from the physician which states that since changing to the new needle increased difficulty has been experienced with device refills. The package is reportedly harder to open than previously, the needle seems to be thinner and bends more easily, and the needle tends to become clogged with tissue and on one occasion the device had to be aspirated with a syringe before there was free flow of fluid. The previous needle was stated to be highly superior to the one that the customer is currently receiving. The physician has requested the manufacturer's comments on this matter.

Manufacturer narrative:
Since the needles were not returned to the MFR for analysis, the MFR's investigation of this event was limited to a trend analysis which was performed on similar incidents involving this catalog number and a trend has not been identified. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representative. No further details are available. The MFR is now closing its file on this event.